Event description:
Vns pt underwent revision surgery due to protrusion of the lead in the neck area. It was reported that the pt is very frail and that the leads had begun to tangle and twist and were protruding in the pt's neck. Neurosurgeon reportedly planned to further secure the lead wires with tie-downs to correct the protrusion for cosmetic reasons. Device diagnostic testing both before and after revision surgery were within normal limits, indicating proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization devices.